Manufacturer narrative:
(B)(4). Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, and left arrow, return button response due to corroded keypad traces. Unable to perform the self test or displacement test due to corroded keypad traces. Pump also received with missing overlay.

Event description:
The customer reported via phone call that the keypad on the insulin pump was detached. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The insulin pump will be returned for analysis.